Event description:
It was reported that following a percutaneous coronary intervention procedure (pci) and percutaneous perpherial intervention (ppi), the angio-seal was deployed in the common femoral artery and hemostasis was achieved. No pre-insertion angiogram was performed. The next morning, the physician confirmed no anomalies around the puncture site. The patient heard a snapping sound and was bleeding while in the toilet. Manual compression was applied. The puncture site had torn; therefore, it was sutured. Surgery was performed to remove the anchor and collagen which was found outside of the artery. The patient received 2 units of blood. Six days later, the patient was discharged from the hospital.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.